Event description:
It was reported that that the shock impedance was too high (> 150 ohm). The device was reprogrammed and the impedance showed the average values in range (75 ohms).

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.